Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported complaint could not be duplicated; however, visual tests identified a detached downstream occlusion (dso) seal. The dso seal was replaced. No further actions were taken.

Event description:
It was reported that the device presented occlusion. There was unknown patient involvement.